Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a successful cryo ablation procedure, the patient vomited and was diagnosed with mallory-weiss syndrome. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.